Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was mixing pixels and had vertical stripes on the display. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.